Manufacturer narrative:
Supplemental information (B)(4), 2011: date of event: (B)(6), 2011 at 2:00 am. On (B)(6) 2011 the day prior to the event, the patient had eaten his usual meals and had not taken any medications. The patient manages his diabetes with an unspecified oral diabetes medication. The paramedics did not test the patient's blood glucose level, and he received no treatment for his diabetes. This complaint remains classified as a malfunction.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio test strips were sticking together. The patient reported that on an unspecified date, he 'collapsed'. Emergency services were contacted and he received treatment with valium. The technical service representative (tsr) contacted the patient to obtain and verify information; however the patient refused to speak with the tsr. The patient reported no treatment for his diabetes. The test strips were replaced.the patient did not suffer any serious diabetes-related injury due to the reported test strips. However, as the test strip issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k093745.